Event description:
This lead was explanted due to dislodgement. There was loss of capture and loss of sensing. The lead was not replaced due to intact conduction. The physician stated that "there appears to be an abraded area on the lead where the exposed screw may have been rubbing against the lead body for several months". There were no adverse events reported for the pt. Should additional information be received, this file will be updated.